Event description:
On (B)(6) 2009, the patient reported he received an e4 (occlusion) error on his insulin infusion device during a 9 unit bolus of insulin. He silenced the error, disconnected and removed the headset he had inserted today. He said the headset cannula was bent. The patient successfully primed 3 units of insulin through the tubing. He inserted a new headset during the report and tried to bolus 9 units of insulin, but received an e4. He was eventually able to deliver the 9 units meal bolus. Courtesy infusion sets, tegaderm, and a guide to infusion site management. Further attempts to follow up with the patient were unsuccessful. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.